Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
During a transcatheter pulmonic valve replacement (tpvr) procedure, following pre-stenting of the pulmonic valve, balloon valvuloplasty was performed to determine the valve size. A 23mm sapien 3 valve was then deployed where intended in the pulmonic valve. Post valve deployment, at least 1 valve leaflet, possibly 2 leaflets, were not functioning. The guidewire was removed, but the leaflets were still not functioning. Echocardiogram and angiography indicated cardiac insufficiency / central leak. The non-functioning leaflets and central leak were also confirmed on intracardiac echo (ice). A second sapien 3 valve was deployed. The second valve functioned properly and the central leak was resolved. At the time of this report, the patient is in stable condition. No issues were observed during valve preparation. No obvious issues were observed during the valve positioning and deployment. The sapien 3 valves remain implanted in the patient and were not available for evaluation.

Manufacturer narrative:
(B)(4). There are several potential patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or non-functioning leaflet. Based on historical review of complaints, these events are typically a result of too ventricular deployment of the valve in combination with native leaflet overhang. Other potential contributing factors include: leaflet impingement in a highly calcified native valve, impingement of a leaflet due to the guide wire, or slow recovery of adequate ventricular flow post valve deployment and rapid pacing. This can result in a temporary decrease in the pressure gradient between the ventricle and the aorta, resulting in an inadequate pressure change to close the leaflets. In many instances this can be overcome with trouble shooting, which includes blood pressure recovery or support. Occasionally there are cases where the root cause of the non-functioning leaflet cannot be determined. During the manufacturing process, all edwards valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. The sapien 3 valves remain implanted in the patient and were not available for evaluation. No imagery from the case was available for review. Without the device return, functional testing and dimensional analysis were unable to be completed. DHR review was performed on the valve sub-assembly and packaging assembly. None of the work orders revealed any manufacturing issues that could have contributed to this event. No deficiencies with the IFU or training manual were identified. The complaint of the leaflet motion restricted in the patient could not be confirmed since the valves were not returned and no imagery from the case was available for review. In this case, the exact cause of the non-functional valve leaflets cannot be confirmed. Procedural factors (valve sizing, valve positioning, complete deployment), in addition to patient factors (slow recovery post valve deployment) may have contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.